Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the doctor tried to transect the upper part of rectum with the device and its first reload. After clamping the rectum with them and pushing green safety button, he pushed the blue button to fire staples on it. The I-beam got stuck at the middle part of reloads with the rectum clamped. The I-beam did not move at all when he pushed the blue button to fire them again. After that, he pushed the silver button to retract the I-beam and ordered to prepare the new reload. The scrub nursed disconnected the defective reload and connected new one with the same device. She did the self-testing of the reloads. He put the cartridge of the reloads on the targeted rectum again and pushed the blue button to fire staples. As like before, I-beam got stuck again on the retargeted rectum at the one-third part of reload. The I-beam did not move at all when he pushed the blue button to fire them again. After that, he pushed the silver button to retract the I-beam. He ordered to prepare another stapler, powered echelon 60mm. He completed in transecting the rectum and his surgery. There was no damage to patient.